Event description:
It was reported that customer was hospitalized for non-diabetes related issue and cannot reconnect to the pump. Customer received a battery out limit and reported that the pump is not working. It was also reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose reading was 270 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.